Event description:
The lay user/patient contacted lifescan alleging that their one touch ultralink meter was reading inaccurately high when they performed a control solution test. The customer care advocate (cca) walked the lay user through another control solution test; however, the result still fell outside the specified control solution range. The patient did not have a different vial of test strips to run another control test. The cca confirmed the patient was using the correct testing technique, that the subject meter was coded properly, and that the subject strips and control solution were in good condition. There were no allegations of harm of injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.